Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the clinician programmer had difficulty connecting to the patient's ipg. It is unknown if the ipg was in service app mode. The rep was able to connect to the patient's ipg after troubleshooting.